Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) had impella 5.0 pump inserted in an unknown location for acute myocardial infarction and cardiogenic shock (ami/cgs). The gender of the patient was not provided. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed cerebral infarction which became large. Ultimately, the patient expired due to cerebral herniation. It was noted that ECMO was also being used with impella. No further information was provided.